Manufacturer narrative:
Findings: unit was monitored for 24 hours with multiple basal rate passed self test and displacement test. No blank display anomaly noted. Pump alarmed motor error alarm during basic occlusion test due to faulty sensor resistor. Unable to perform occlusion, prime, the excessive no delivery test due to motor error alarm. Motor passed motor test. All operating currents are normal. No unexpected low battery or off no power alarm noted. Pump was received with severe scratches on lcd window, end cap and around front case. No damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.